Event description:
Customer reported receiving a no delivery alarm on the insulin pump during bolus delivery despite set changes. Through troubleshooting it was noted that there may be a possible site related issue. Customer's blood glucose reading at the time of the call was 208 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.